Manufacturer narrative:
G4: 26jul2019. B4: 02oct2019. The manufacturer¿s international service technician evaluated the device and was connected to high pressure oxygen and operational test was performed then the reported issue was duplicated. The noise has occurred since the range of motion of solenoid oxygen valve is large and therefore amount of oxygen flowing in is large. The gas delivery system (gds) was replaced. The service technician also found the touchscreen had an operation failure. The touchscreen was replaced to address the issue. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 20oct2019. Date of report: 21oct2019. A gas delivery system (gds) assembly was returned for analysis. A visual inspection of the returned component was performed, and no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported noise. There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul2019.

Event description:
The customer reported noise. There was no patient or user harm reported.